Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that a chloraprep applicator was found with black contaminants inside the sterile packaging today. Verbatim: just wanted to let you know we found a chloraprep stick with black contaminants inside the sterile packaging today. It was a good catch by ailey mcgreevy cvor surgical tech (see picture). We did remove it from service and checked there were no others in the cvor sterile core with that issue. Charita interim manager was notified immediately, no patient harm, did not touch the patient as we caught this before opening. We did the incident report in case you need to check other surgical areas for this issue. See picture for details. You can see the black flecks inside the sterile package. Ref: (B)(4). Lot: 1198037. The attached image is item #137009 (26ml orange chloraprep applicator) that is contaminated inside the sterile packaging. This item is used within the procedural areas, labor & delivery, and icus. Please have your team check their inventory and pull any of the affected lot number below. Item #137009. Ref (B)(4). Lot #1198037. Csc, please check your stock as well. I will report this to bd. Per lawson, this item has been purchased from medline and bd. Please confirm if this is still being acquired via medline. Correction on the affected lot number. It should be lot #1193037. The csc does have that lot# 1193037. 84 case of 25. I still have this pallet sitting in vendor return waiting for disposition due to a incident report. Has this been resolved; can this be put back? Please see the incident (above) below regarding item 930815. We received some contaminated sticks in lot# 1193037. Please advise if we should ship the unopened cases back to you and if those 84cs can be replaced.

Event description:
It was reported that a chloraprep applicator was found with black contaminants inside the sterile packaging today. Verbatim: just wanted to let you know we found a chloraprep stick with black contaminants inside the sterile packaging today. It was a good catch by (B)(6) cvor surgical tech (see picture). We did remove it from service and checked there were no others in the cvor sterile core with that issue. Charita interim manager was notified immediately, no patient harm, did not touch the patient as we caught this before opening. We did the incident report in case you need to check other surgical areas for this issue. See picture for details. You can see the black flecks inside the sterile package. Ref: 930815 lot: 1198037 ~~~~~~~~~~~~~~~~~~~ the attached image is item #137009 (26ml orange chloraprep applicator) that is contaminated inside the sterile packaging. This item is used within the procedural areas, labor & delivery, and icus. Please have your team check their inventory and pull any of the affected lot number below. Item #137009 ref #930815 lot #1198037 csc, please check your stock as well. I will report this to bd. Per lawson, this item has been purchased from medline and bd. Please confirm if this is still being acquired via medline. ~~~~~~~~~~~~~~~~~~ correction on the affected lot number. It should be lot #1193037. ~~~~~~~~~~~~~~~~~~ the csc does have that lot# 1193037. 84 case of 25. ~~~~~~~~~~~~~~~~~~ I still have this pallet sitting in vendor return waiting for disposition due to a incident report. Has this been resolved; can this be put back? ~~~~~~~~~~~~~~~~~~ please see the incident (above) below regarding item 930815. We received some contaminated sticks in lot# 1193037. Please advise if we should ship the unopened cases back to you and if those 84cs can be replaced.

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos shows a piece of foreign matter which verifies the reported issue. A possible source of the foreign material black specs is the printer of the lidding which is part of the packaging. The dye/ink used during the printing process may cause black particles on rare occasions. A production record review was completed for batch/lot 1193037 and no non-conformances were identified during the manufacturing of this lot. No further actions are required. This failure will continue to be tracked and trended. H3 other text : see narrative below